Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation and the information provided, deviation of the reprocessing method from the instruction manual may have caused the foreign material to remain. There was no damage to the area where the foreign material was detected, and reprocessing was confirmed to have failed to have been practiced in accordance with IFU. Therefore, the foreign material was unable to be specified. The event can be detected and prevented by following the instructions for use which state: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 "preparation and inspection" describes how to detect the subject event; instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 "reprocessing of the endoscope (and related reprocessing accessories)" describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment address: (B)(6); added here due to character limitation in respective field.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope nozzle had foreign objects. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.